Event description:
Essure was "sold" to me as a quick and convenient method of perm birth control. It has caused many adverse reactions in my body. To provide a condensed list . . Symptoms range from severe dizziness, multiple cycles per month, extreme dermatology issues resulting in medication, painful ovulation, severe bloating and weight fluctuation just to name a few.